Event description:
It was reported that the adjusting knob of the device did not work properly. The surgery was completed successfully. Procedure: colectomy.

Manufacturer narrative:
(B)(4). Batch # u5d85v. Additional information was requested, and the following was received: could you please provide more details for "adjusting knob did not work properly"? Adjusting knob stuck. It took some time by surgeon to open stapler. It was not smooth. Could you please clarify if there were any patient consequences? Not known. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not known. Device analysis: visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there was no staples present. When the battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was disassembled in order to verify the condition of the internal components and the hub flag was found to be broken. No conclusion could be reached as to what may have caused the damage of the hub flag. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. Open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.